Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultralink meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter was reading inaccurately at an unknown time on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of ¿496 mg/dl¿ on the meter compared to ¿297 mg/dl¿ on a bayer meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin pump therapy and adjusts his doses based on results on the meter. Prior to obtaining the alleged inaccurate result, the patient reported that he was experiencing symptoms of ¿blurred vision, spotty vision, jittery, sweating [and] nervous¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient was using the correct test strips which had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, although the patient¿s reported symptoms began prior to the start of the alleged issue with the meter, it cannot be ruled out with all certainty that the meter may have been reading inaccurately high prior to this time, causing the patient to over-medicate, resulting in the symptoms he reported.